Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/left side pain') in a 25-year-old female patient who had essure (batch no. B76530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included numbness, tingling, arthralgia, abdominal discomfort, low back pain, dehydration, coughing, sneezing, irregular menstrual cycle, chronic tonsillitis, obesity, cervical intraepithelial neoplasia, human papilloma virus infection, dysuria, urinary frequency, spinal pain, shoulder pain, itching, abdominal pain lower, chills, spotting vaginal, discomfort, flank pain, lipoma, libido decreased and acne. On (B)(6)2014: two views of the abdomen: findings: moderate gas and stool is seen, especially in the ascending colon that may indicate moderate constipation. Impression probable mild-moderate constipation without evidence of acute intra abdominal pathology. On (B)(6)2015: us pelvis, non-ob real time with image documentation: findings: transabdominal: anteverted uterus. Endometrium 2 mm. Ovaries are unremarkable. Bilateral essure micro insert devices are noted at the uterine cornu/adnexa transvaginal: anteverted uterus measures 9.0 x 5.0 x 7.2 cm. Endometrial thickness is a 4 mm. Punctate echogenic focus 4 mm lower uterine segment may reflect a complex cyst rather than a calcification. No myometrial mass. Right ovary measures 3.5 x 2.5 x 2.7 cm. Left ovary measures 3.6 x 1.7 x 2.6 cm. Both ovaries contain normal simple follicles. Normal arterial blood flow is documented in both ovaries on color doppler imaging with spectral waveform analysis. Impression: unremarkable pelvic ultrasound status post essure micro insert placement. Previously administered products included for an unreported indication: mirena in 2011, ibuprofen, asa, tylenol and naproxen. Concurrent conditions included cervical pap smear abnormal, human papilloma virus test positive, dizziness, muscle tightness, constipation, mass, abdominal cramps, subcutaneous nodule, urinary tract infection, vomiting, diarrhea, burning micturition, sleep excessive, anorexia, myalgia, vertigo, tremor, light headedness, major depressive disorder, seasonal allergic rhinitis, bloated feeling, abdominal pain upper, gastritis, contusion, contusion of chest wall, stomach pain, dyspepsia, depression, kidney angiomyolipoma, hepatic steatosis, multiple allergies (busiraon hcl, cause headache, ibuprofen.), stress incontinence, female, ischemic heart disease, synovial cyst, urinary urgency, muscle weakness, gonorrhea, haemorrhagic ovarian cyst, breast tenderness, ovarian pain, panic disorder, palpitations, stress incontinence, female, dizzy, pain in arm, cold hands & feet, loose stools, rash, rib pain, micturition frequency increased, facial pain, rhinorrhea, cough, bronchitis, acute sinusitis and uterine enlargement. Family history included migraine and ischemic heart disease. Concomitant products included buspirone hydrochloride (buspar) for anxiety, buspirone for headache, fluoxetine hydrochloride (prozac) for libido decreased, nortriptyline for prophylaxis as well as atenolol, bupropion, butalbital;caffeine;paracetamol (fioricet), butalbital;caffeine;paracetamol (fioricet), famotidine, fluticasone propionate (flonase), hydrocodone, nsaids, omeprazole (prilosec), omeprazole (protonix), ondansetron, oxycodone hydrochloride (roxicodone), pantoprazole, paracetamol (acetaminophen), pseudoephedrine, riboflavin (vitamin b2), rizatriptan, sertraline, sertraline hydrochloride (zoloft), sumatriptan, sumatriptan (imitrex), tramadol, venlafaxine, venlafaxine hydrochloride (effexor) and venlafaxine hydrochloride (effexor). On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced nausea ("nausea"), 7 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), anxiety ("anxiety"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/pain with sex"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gastrointestinalor digestive system condition type: gerd"), constipation ("constipation"), ovarian cyst ("ovarian cyst"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, dyspareunia, fatigue, gastrooesophageal reflux disease and abdominal pain had resolved, the vaginal haemorrhage, menorrhagia, cystitis, vaginal infection, anxiety, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, constipation and ovarian cyst outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, constipation, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 2 trailing coils, left implant - 1 trailing coils protruding into uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: result: total bilateral occlusion.. Pathology test - on (B)(6)2018: final pathologic diagnosis: a. Pelvis, uterus, cervix, bilateral fallopian tubes and essure coils: uterus with proliferative endometrium. Cervix, negative for dysplasia. Bilateral fallopian tubes, both with metallo-synthetic coils, and otherwise no diagnostic abnormality. Negative for malignancy.; on an unknown date: ; on (B)(6)2015: impression: 3 cm hemorrhagic right ovarian cyst. Appendix is not seen.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: migraine, headache, nausea, fatigue, abdominal pain, anxiety, vaginal haemorrhage, gastro esophageal reflux disease, pelvic pain female, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/left side pain') in a 25-year-old female patient who had essure (batch no. B76530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included sumatriptan. The patient's medical history included numbness, tingling, arthralgia, abdominal discomfort, low back pain, dehydration, coughing, sneezing, irregular menstrual cycle, chronic tonsillitis, obesity, cervical intraepithelial neoplasia, human papilloma virus infection, dysuria, urinary frequency, spinal pain, shoulder pain, itching, abdominal pain lower, chills, spotting vaginal, discomfort, flank pain, lipoma, libido decreased and acne. On (B)(6)2014: two views of the abdomen: findings: moderate gas and stool is seen, especially in the ascending colon that may indicate moderate constipation. Impression probable mild-moderate constipation without evidence of acute intra abdominal pathology. On (B)(6)2015: us pelvis, non-ob real time with image documentation: findings: transabdominal: anteverted uterus. Endometrium 2 mm. Ovaries are unremarkable. Bilateral essure micro insert devices are noted at the uterine cornu/adnexa transvaginal: anteverted uterus measures 9.0 x 5.0 x 7.2 cm. Endometrial thickness is a 4 mm. Punctate echogenic focus 4 mm lower uterine segment may reflect a complex cyst rather than a calcification. No myometrial mass. Right ovary measures 3.5 x 2.5 x 2.7 cm. Left ovary measures 3.6 x 1.7 x 2.6 cm. Both ovaries contain normal simple follicles. Normal arterial blood flow is documented in both ovaries on color doppler imaging with spectral waveform analysis. Impression: unremarkable pelvic ultrasound status post essure micro insert placement. Previously administered products included for an unreported indication: mirena in 2011, ibuprofen, asa, tylenol and naproxen. Concurrent conditions included cervical pap smear abnormal, human papilloma virus test positive, dizziness, muscle tightness, constipation, mass, abdominal cramps, subcutaneous nodule, urinary tract infection, vomiting, diarrhea, burning micturition, sleep excessive, anorexia, myalgia, vertigo, tremor, light headedness, major depressive disorder, seasonal allergic rhinitis, bloated feeling, abdominal pain upper, gastritis, contusion, contusion of chest wall, stomach pain, dyspepsia, depression, kidney angiomyolipoma, hepatic steatosis, multiple allergies (busiraon hcl, cause headache, ibuprofen.), stress incontinence, female, ischemic heart disease, synovial cyst, urinary urgency, muscle weakness, gonorrhea, haemorrhagic ovarian cyst, breast tenderness, ovarian pain, panic disorder, palpitations, stress incontinence, female, dizzy, pain in arm, cold hands & feet, loose stools, rash, rib pain, micturition frequency increased, facial pain, rhinorrhea, cough, bronchitis, acute sinusitis and uterine enlargement. Family history included migraine and ischemic heart disease. Concomitant products included buspirone hydrochloride (buspar) for anxiety, buspirone for headache, fluoxetine hydrochloride (prozac) for libido decreased, nortriptyline for prophylaxis as well as atenolol, bupropion, butalbital;caffeine;paracetamol (fioricet), butalbital;caffeine;paracetamol (fioricet), famotidine, fluticasone propionate (flonase), hydrocodone, nsaids, omeprazole (prilosec), omeprazole (protonix), ondansetron, oxycodone hydrochloride (roxicodone), pantoprazole, paracetamol (acetaminophen), pseudoephedrine, riboflavin (vitamin b2), rizatriptan, sertraline, sertraline hydrochloride (zoloft), sumatriptan (imitrex), tramadol, venlafaxine, venlafaxine hydrochloride (effexor) and venlafaxine hydrochloride (effexor). On an unknown date, the patient started sumatriptan at an unspecified dose and frequency. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced nausea ("nausea"), 7 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), anxiety ("anxiety"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/pain with sex"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gastrointestinalor digestive system condition type: gerd"), constipation ("constipation"), ovarian cyst ("ovarian cyst"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, dyspareunia, fatigue, gastrooesophageal reflux disease and abdominal pain had resolved, the vaginal haemorrhage, menorrhagia, cystitis, vaginal infection, anxiety, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, constipation and ovarian cyst outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, constipation, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 2 trailing coils, left implant - 1 trailing coils protruding into uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: result: total bilateral occlusion.. Pathology test - on (B)(6)2018: final pathologic diagnosis: a. Pelvis, uterus, cervix, bilateral fallopian tubes and essure coils: uterus with proliferative endometrium. Cervix, negative for dysplasia. Bilateral fallopian tubes, both with metallo-synthetic coils, and otherwise no diagnostic abnormality. Negative for malignancy.; on an unknown date: ; on (B)(6)2015: impression: 3 cm hemorrhagic right ovarian cyst. Appendix is not seen.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: migraine, headache, nausea, fatigue, abdominal pain, anxiety, vaginal haemorrhage, gastro esophageal reflux disease, pelvic pain female, dysmenorrhea. Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs received- outcome of the event hair loss was updated into recovering from unknown and event gastrointestinal disorder and fatigue was updated into recovered from unknown. Lot number was added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/left side pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included sumatriptan. The patient's medical history included numbness, tingling, arthralgia, abdominal discomfort, low back pain, dehydration, coughing, sneezing, irregular menstrual cycle, chronic tonsillitis, obesity, cervical intraepithelial neoplasia, human papilloma virus infection, dysuria, urinary frequency, spinal pain, shoulder pain, itching, abdominal pain lower, chills, per vaginal bleeding, discomfort, flank pain, lipoma, libido decreased and acne. On (B)(6) 2014: two views of the abdomen: findings: moderate gas and stool is seen, especially in the ascending colon that may indicate moderate constipation. Impression probable mild-moderate constipation without evidence of acute intra abdominal pathology. On (B)(6) 2015: us pelvis, non-ob real time with image documentation: findings: transabdominal: anteverted uterus. Endometrium 2 mm. Ovaries are unremarkable. Bilateral essure micro insert devices are noted at the uterine cornu/adnexa transvaginal: anteverted uterus measures 9.0 x 5.0 x 7.2 cm. Endometrial thickness is a 4 mm. Punctate echogenic focus 4 mm lower uterine segment may reflect a complex cyst rather than a calcification. No myometrial mass. Right ovary measures 3.5 x 2.5 x 2.7 cm. Left ovary measures 3.6 x 1.7 x 2.6 cm. Both ovaries contain normal simple follicles. Normal arterial blood flow is documented in both ovaries on color doppler imaging with spectral waveform analysis. Impression: unremarkable pelvic ultrasound status post essure micro insert placement. Previously administered products included for an unreported indication: mirena in 2011, ibuprofen, asa, tylenol and naproxen. Concurrent conditions included cervical pap smear abnormal, human papilloma virus test positive, dizziness, muscle tightness, constipation, mass, abdominal cramps, subcutaneous nodule, urinary tract infection, vomiting, diarrhea, burning micturition, sleep excessive, anorexia, myalgia, vertigo, tremor, light headedness, major depressive disorder, seasonal allergic rhinitis, bloated feeling, abdominal pain upper, gastritis, contusion, contusion of chest wall, stomach pain, dyspepsia, depression, kidney angiomyolipoma, hepatic steatosis, multiple allergies (buspirone hcl, cause headache, ibuprofen.), stress incontinence, female, ischemic heart disease, synovial cyst, urinary urgency, muscle weakness, gonorrhea, haemorrhagic ovarian cyst, breast tenderness, ovarian pain, panic disorder, palpitations, stress incontinence, female, dizzy, pain in arm, cold hands & feet, loose stools, rash, rib pain, micturition frequency increased, facial pain, rhinorrhea, cough, bronchitis, acute sinusitis and uterine enlargement. Family history included migraine and ischemic heart disease. Concomitant products included buspirone hydrochloride (buspar) for anxiety, buspirone for headache, fluoxetine hydrochloride (prozac) for libido decreased, nortriptyline for prophylaxis as well as atenolol, bupropion, butalbital; caffeine; paracetamol (fioricet), butalbital; caffeine; paracetamol (fioricet), famotidine, fluticasone, hydrocodone, nsaids, omeprazole (prilosec), omeprazole (protonix), ondansetron, oxycodone hydrochloride (roxicodone), pantoprazole, paracetamol (acetaminophen), pseudoephedrine, riboflavin (vitamin b2), rizatriptan, sertraline, sertraline hydrochloride (zoloft), sumatriptan (imitrex), tramadol, venlafaxine, venlafaxine and venlafaxine hydrochloride (effexor). On an unknown date, the patient started sumatriptan at an unspecified dose and frequency. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), anxiety ("anxiety"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/pain with sex"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), constipation ("constipation"), ovarian cyst ("ovarian cyst"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, cystitis, vaginal infection, anxiety, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, constipation, ovarian cyst and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, constipation, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 2 trailing coils, left implant - 1 trailing coils protruding into uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: result: total bilateral occlusion. Pathology test - on (B)(6) 2018: final pathologic diagnosis: a. Pelvis, uterus, cervix, bilateral fallopian tubes and essure coils: uterus with proliferative endometrium. Cervix, negative for dysplasia. Bilateral fallopian tubes, both with metallo-synthetic coils, and otherwise no diagnostic abnormality. -negative for malignancy. On an unknown date: on (B)(6) 2015: impression: 3 cm hemorrhagic right ovarian cyst. Appendix is not seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: migraine, headache, nausea, fatigue, abdominal pain, anxiety, vaginal haemorrhage, gastro esophageal reflux disease, pelvic pain female, dysmenorrhea. Most recent follow-up information incorporated above includes: on 1-may-2019: plaintiff fact sheet and medical record received. Events: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bladder and vaginal, anxiety, bladder or urinary problems or changes, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, gerd, constipation, ovarian cyst, hair loss, abdominal pain. Event outcome was updated for the events: pain, abdominal pain, dyspareunia (painful sexual intercourse)/pain with sex. Concomitant drugs and conditions were added. Historical drugs and conditions were added. Lab data was added. Reporter information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.